Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was above 400 mg/dl and 395 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that auto mode wont turn on for 48 hours. The insulin pump will not be returned for analysis.